Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at around 6:00pm. The patient reported obtaining blood glucose readings of "211 and 207 mg/dl" and "207 and 217 mg/dl and "254 and 211 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for precision. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). The patient reported that more than 9 hours prior to the start of the alleged issue he developed symptom of "sweating". The patient reportedly treated himself with cookies in response to the symptom at an unspecified time on the morning of (B)(6) 2015. The patient denied that his blood glucose was tested with any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up #2 ¿ additional information: the lay user/patients meter has also been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #2 this supplemental is being sent to correct information submitted within the narrative of follow-up #1. Sentence should state ¿ the retain test strips failed performance testing with blood as they were found to be biased low at 100 mg/dl and not biased high as previously reported.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Product analysis also performed a retain test. The retain test strips failed performance testing with blood and were found to be biased high at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.